Event description:
The customer reported a liquid leak of diluted blood inside the needle area of the coulter lh 750 hematology analyzer. The volume of the leak was reported as about 2 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) reported the customer stated the instrument was getting stuck priming with a leak in the needle area. The fse found the needle was worn causing liquid to squirt out of the front of the instrument. The fse replaced the needle assembly to resolve the leak. (B)(4).